Event description:
End user's wife stated that the joystick on her husbands (B)(4) power chair malfunctioned causing him to fall into a wall when the chair jerked. User sustained bruises, no medical intervention.